Event description:
The customer's mother reported via phone call that the customer had the insulin pump for approximately 2 months and she had trouble getting the cannula into her son's skin. Customer's blood glucose was 600 mg/dl. Customer's mother was unaware of the bent cannula until her son's blood sugars were running high. Customer has had 4 bent cannulas in the last 2 months resulting in high blood glucose and ketones. Customer was also vomiting. Customer's mother does not wish to troubleshoot at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.